Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patients system controller was having backup battery (ebb) fault alarms for the past month. These have been intermittently occurring since september. The patient was also concerned about the controller feeling hot. The controller was exchanged. Log files were sent for review. The event log files for hm3 patient confirmed the reported ebb faults. The pump itself appeared to be operating within normal parameters.